Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient was implanted with kora 250 dr on (B)(6) 2023. Around mid (B)(6) 2023, the patient started experiencing dizziness with regular fainting episodes. Resting ECG demonstrated ventricular pacing failure. The device was programmed to unipolar and raised the voltage to 5 volts which solve the pacing issue. On (B)(6) 2023, the patient experienced new episodes of falling out. Then the pacemaker was changed on (B)(6) 2023.

Manufacturer narrative:
Please refer to the attached report the electrical characteristics of the returned pacemaker conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. The visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. No abnormality has been found on the pacemaker and the lead connection test was successful. Review of the leads manufacturing records confirmed a regular device manufacturing process. As received, both leads showed damages on the external insulation, with blood infiltration and, in the case of the vega r58 lead with serial number (B)(6), more pronounced damage due to several cuts. Such damage most likely occurred during the implantation or explantation procedure, but it cannot be completely excluded that it occurred during the manufacturing process. However, it is not possible to confirm the moment of their appearance with certainty.

Event description:
Reportedly, the patient was implanted with kora 250 dr on (B)(6) 2023. Around mid (B)(6) 2023, the patient started experiencing dizziness with regular fainting episodes. Resting ECG demonstrated ventricular pacing failure. The device was programmed to unipolar and raised the voltage to 5 volts which solve the pacing issue. On (B)(6) 2023, the patient experienced new episodes of falling out. Then the pacemaker was changed on (B)(6) 2023.